Event description:
During pt scheduled f/u 38 months after implantation, the device involved in this MDR report was at end of life; one week later (during the explantation procedure), it could not be interrogated.

Manufacturer narrative:
May 31, 2007. This event concerns a device that was MFR and used outside the united states. This device was MFR between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005. The device analysis is in progress.